Manufacturer narrative:
The device has not been returned for evaluation. A product analysis has not been performed. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reported that a nasal dressing was used for a laparoscopic formation of loop ileostomy, which had to be converted into an open procedure as they were unable to locate the nasal dressing. A nasal dressing was being used for hemostasis and could not be found using a laparoscope. An x-ray was used to try and locate the dressing, but it could not be detected via x-ray. The laparoscopic procedure was converted to an open procedure, which extended use of an anesthetic.